Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. (B)(6).

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee floor system. The customer reported the tavi examination was delayed approximately 15 minutes due to no system movements. The system was restarted and the system operating correctly. The exam was completed. There is no report of impact to the state of health of the patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The described error was recognized by the system and an error message was displayed to the operator with appropriate actions to take. During this time, the system remained operational. As no failure has occured or was detected, no further action will be taken. The error has not been reported again.